Event description:
Customer's spouse called to report the customer had an insulin reaction and had been hospitalized for low blood glucose after the reservoir door came open. It was stated that customer hooked their pump to the front pocket of their blue jeans and went for shopping. Later their blood glucose tested low. Spouse treated their blood glucose, but the customer continued to feel ill. Then the customer passed out and spouse removed the infusion set out of their site. Spouse noticed that the reservoir door was open and the driver arms were disengaged. Spouse gave them a glucagon shot twice and blood glucose were going low. Customer started to faint. Spouse gave them more glucacon tables and called to ems. Also it was stated that the pump was not worn on a case and the customer noticed that the syringe door was opening easy. Troubleshooting was performed. Pump tested ok.